Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was over heating. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a pre-check before use, the cardiosave intra-aortic balloon pump (iabp) unit was over heating. There was no patient involvement.

Manufacturer narrative:
Additional information: e1 (event site postal code) - (B)(6) (error message: "zip code must be at least 5 characters"). A getinge field service engineer (fse) evaluated the iabp unit and replaced the temperature sensor which corrected the issue. The fse ran the unit for 118 hours and the unit is working ok. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.